Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. At an unspecified time, the night shift nurse programmed the primary line of the pump to deliver a 250ml, saline bolus at an unspecified rate. At 0701, the night shift nurse programmed the secondary line of the pump to deliver an unspecified concentration of cardizem at an unspecified rate per the physician order of 10mg/hr. Reportedly, "44 minutes later, the pt's heart rate dropped" and the physician ordered the infusion to be stopped. Approx "45 minutes later", the pt's blood pressure was 92/52. The physician was notified and orders were received for a second 250ml saline bolus. The day shift rn programmed the secondary line containing the cardizem infusion to deliver at a rate of 999ml/hr instead of programming the primary line of the device to deliver saline at the intended rate of 999ml/hr. The physician and poison control were notified. The pt was placed on 4 liters of oxygen via nasal cannula and treated with multiple doses of IV atropine, calcium chloride and glucagon. There were no reported adverse pt sequelae. Though requested, no additional info was provided.